Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the maverick2 monorail balloon ruptured. The lesion being treated was located in the strongly tortuous, non-calcified and 99% stenotic mid left anterior descending artery (lad). The lesion was not predilated. The physician advanced a non-bsc stent to the mid lad and deployed at 12atms. Then the physician advanced the 2.00x15mm maverick2 balloon to the second diagonal and inflated to 12atms, where it ruptured on the first inflation. The physician felt resistance during the insertion of the maverick2 device. There were no patient complications. The second diagonal flow was observed; therefore, the procedure was completed with this device. The device was removed from the patient intact. Use time was three minutes with intermittent flushing. Patient status is listed as "fine".